Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator's oxygen setting was higher than the displayed value. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, calibrated the oxygen sensor and the ventilator worked properly. The reported malfunction was duplicated.